Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functionality testing) was confirmed. As received, the monitor failed incoming functional testing with associated code pulse test fault. Upon investigation, there was an intermittent connection at u901 (quad micropower op amp). The cause of the failure ws the intermittent connection. The root cause of the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.